Event description:
The md fired the blade to the stapler but no staples discharged at that time. The blade did not cut properly and it pushed the tissue out from the stapler. It was additionally noted that 3 of the 45 blue roticulator reloads did not open. Dates of use: (B)(6) 2010 - (B)(6) 2010.